Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens had a myopic shift (possible lens vault). The lens was removed and replaced with another model lens approximately 3 weeks post implant. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. Additional information: the lens was returned to b+l. Visual inspection found the lens is in three pieces. One haptic plate has been torn off and was not returned. The optic has been torn or cut in half and the other haptic plate is torn off and is loose in the carrier. Functional and dimensional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.